Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic vaginal hysterectomy on (B)(6) 2010. During the procedure, the surgeon cut the iliac artery. An artery specialist was brought in to assist the surgeon. No other information is known about the status of the patient. The motor drive unit and the handpiece were tested after the procedure by the biomedical staff onsite and both devices tested fine. Additional information has been requested.